Event description:
It was reported that during pre-op, the indigo attachment had smoke. The smoke was due to overheating. The overheating was noticed in less than one minute. There was smoke with handpiece even without attachment. There was no patient involvement.

Manufacturer narrative:
H3: analysis was not able to confirm the smoke. Cant run the attachment and was unable to insert tool. Bearing was missing continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000, serial/lot #: (B)(6), ubd: 31-dec-2099, UDI#: (B)(4) h3: analysis could not verify smoking / popping. However drill was noisy due to collet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000, serial/lot #: (B)(6) ubd: 31-dec-2099, UDI#: (B)(4) h3: pre-repair temperature checks could not be performed as the unit arrived with a damaged collet. As the collet was damaged, it would not allow for the insertion of a test bur nor lock to perform temperature tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.